Manufacturer narrative:
(B)(4) - per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the cause of the reported chb experienced by the patient cannot be confirmed. It is possible that the bav procedure itself and the patient¿s co-morbidities may have contributed to the event. There is no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien xt valve too aortic has the potential to contribute to suboptimal coaptation of the sapien xt valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the reported too-aortic position (90:10 a/v) of the sapien xt valve with subsequent pvl cannot be confirmed. However, it is likely that the patient¿s horizontal aorta, in addition to the severe calcification of the native annulus and leaflets, and the severe ventricular septal hypertrophy contributed to the malposition of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the tavr procedure, the patient developed a heart block post balloon aortic valvuloplasty. It was decided to leave the temporary pacemaker on and the tavr procedure was completed without further issues. Post procedure, while transferring the patient to the recovery unit, the patient developed chb. They adjusted the temporary pacemaker position, but in the end the physicians decided to place a ppm due to the patient's underlying rhythm.

Event description:
During deployment of a sapien xt, the valve moved aortic resulting in moderate paravalvular leak (pvl). A second valve was placed to correct the pvl. Prior to the transfemoral tavr procedure, the valve sizing was a concern because there were marked differences between the CT and tee measurements of the highly calcified aortic annulus (ranging from 490 mm2 to 610mm2). The discrepancy was due to the patient¿s extremely horizontal aortic arch interfering with these studies. The team was unsure of which valve size to use (26mm vs. 29mm), so they sized the valve during balloon aortic valvuloplasty (bav) with the 25mm x 4cm edwards¿ balloon. It was decided to use the 29mm sapien xt valve. Pre-deployment the 29mm sapien xt valve was placed 50:50 aortic/ventricular (a/v), but the valve moved during deployment due to the patient¿s horizontal aorta. The valve final position was too aortic (90:10 a/v); the echo assessment showed moderate pvl and no central leak. The team decided to deploy a 2nd 29mm xt valve. Pre-deployment the 2nd valve was placed in about a 50:50 position, but again this valve moved aortic and landed (80:20 a/v) due to the patient¿s anatomy. The pvl improved from moderate to mild. A coronary angiogram showed that the arteries were open and there was good flow. The patient remained stable throughout the procedure. The patient had severe native annular calcification and native leaflet calcification. There was also severe ventricular septal hypertrophy noted.